Manufacturer narrative:
It was reported that the device was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record of the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Moderate paravalvular leak (pvl) does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and in this case the pvl was due to the positioning of the valve. Inaccurate delivery / positioning difficulties were reported as being due to heavy leaflet and annular calcium, causing the inability to reposition the valve. Hypotension does not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per corevalve instructions for use (IFU), and in this case was due to the aorta reportedly getting kinked by the traction applied to the delivery catheter system (dcs). Tachycardia is generally a result of known potential adverse effects per corevalve IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and in this case it was most likely due to the kinked aorta which was resolved. Based on the available information, a cause for the reported mitral regurgitation cannot be determined. Moderate aortic regurgitation does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Atrial fibrillation (afib) is generally a result of known potential adverse effects per corevalve IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. In this case it was reported that the patient was in afib pre-implant and the afib was not a result of the corevalve implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 2/3 deployment the valve was too deep (12-16mm), resulting in moderate paravalvular leak (pvl). The physician attempted to reposition the valve to a higher implant depth. Due to heavy leaflet and annular calcium, the physician was unable to reposition the valve. After several minutes of applying traction to the catheter, the patient became severely hypotensive. Chest compressions and emergency drugs were provided. An angiogram revealed that the aorta was kinked by the traction being applied to the catheter. The traction was released, and the catheter was advanced to relieve the tension on the aorta. Ventricular tachycardia was noted, and defibrillation was performed. The decision was made to fully deploy the valve. After a few minutes of cardiopulmonary resuscitation (CPR), defibrillation was again performed, with a return of sinus rhythm and blood pressure with multiple vasoactive drips. A transesophageal echocardiogram (tee) indicated no effusion, a decreased ejection fraction, and an increased mitral regurgitation from pre-implant 2+ to 5+. An impella device was placed in the ventricle and the procedure was stopped. The physician decided to allow the patient time to recover and would re-evaluate the following day to determine any further interventions. Two days post-implant, the impella device was removed and the patient was weaned off vasopressor support. Echocardiogram showed improved ventricular function; ejection fraction was up to 40-45%. Aortic regurgitation was graded as moderate, mitral regurgitation was stable and noted to be moderate. No further interventions were performed. (It was reported that pre-implant the patient was in rapid atrial fibrillation [afib] which required cardioversion, and the pre-implant tee indicated decreased left ventricle function and 2+ mitral regurgitation.)